Event description:
It was reported that the lead was damaged during procedure. It was noted that during the battery change, when they disconnected the lead the insulation pulled back about 3mm. It was later reported on (B)(6) 2014 that manufacturer representative was on clear as to what may have caused the break and all of the lead was explanted. The institution sent everything down to their pathology area, so nothing will be returned. The insulation around the lead by electrode 0, as it enters the generator, had pulled back exposing the actual wire. The entire system was replaced. Patient was doing well. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): product ID: 303, serial# (B)(4) product type: programmer, patient. Product ID: 3 093-28, lot# v042306, implanted: (B)(6) 2007, product type: lead. (B)(4).